Event description:
It was reported that during a device check, pacing failure or sensing failure was suspected but there was no anomaly observed in the interrogation data. There was one missing beat observed on the electrocardiogram monitor approximately every hour. Programming options were discussed for ventricular sensitivity and the device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. This model number is not approved for distribution in the united states, however, it is the same as or similar to a device marketed in the u.s. (B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.